Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing ineffective therapy and requested burst therapy. In turn, the ipg was explanted and replaced, and the issue was resolved.